Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged possible under delivery on insulin pump and customer experienced high blood glucose of 458 mg/dl. Customer also had blood glucose of 384 mg/dl, 263 mg/dl and 155 mg/dl. Customer has not been using insulin pump within 48 hours of high blood glucose event. Customer was treated with injecting 25 units by syringe. Customer felt thirsty at time of high blood glucose event and insulin exited at quick release. Insulin pump will not be returned for analysis.